Event description:
It was reported that (2) devices were used during a total gastrectomy. It was reported by the affiliate that after the second firing of the tlc55, the instrument would not cut the tissue on one third of the cutting line. Another instrument was used to complete the case. There was no consequence to the pt.